Event description:
This is a report of a patient who had a connection issue specified as a mis-spike. This occurred when the patient attempted to connect their transfer set and uv disconnect cap. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported device was returned and an evaluation was performed. Visual inspection, leak testing and clear passage testing methods were performed with no issues noted. The outer diameter of the uv spike met specifications and the device passed clamp function testing with no issues noted. An evaluation of the returned sample could not confirm or replicate the reported connection issue. Should additional relevant information become available, a follow-up report will be submitted.